Event description:
The nurse was disconnecting the IV tubing from the int. While doing so the small cylinder part that is attached to the end of the IV tubing that connects into the int broke off and had a sharp end. The other end was broken off into the intermittent (int) access cap. All pieces could be seen, and all pieces were accounted for. No harm to patient or nurse.